Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked; the returned battery cap had stripped threads and was unable to fit securely to power on the pump. Using a test battery cap, the pump powered on was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed a dim, faded, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.